Event description:
It was reported that a device check showed the right atrial (ra) lead experienced intermittent under sensing and unnecessary atrial pacing during an atrial arrhythmia. Approximately three weeks later, the patient presented to the emergency department with shortness of breath. A device check performed at that time continued to show intermittent right atrial (ra) lead undersensing and intermittent unnecessary atrial pacing. The implantable pulse generator (ipg) was in and out of mode switch. The patient was admitted to the hospital. Attempts to obtain additional information were unsuccessful. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.